Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. Base on the clinical data that upon removal large chunk of fibrous material had encapsulated motor, and data logs reviewed and showed drop in flow at high p-level. The root cause of the low pump flow most likely was biomaterial ingestion. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a patient with post-op left ventricular assist device (lvad) was implanted with an impella rp device for mechanical circulatory support. It was reported the pump experienced low pump flow, resulting in pump being explanted. It was observed that fibrous material had encapsulated the pump motor. The device was explanted, and the patient survived the procedure.